Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a non-device related procedure in which their device had been programmed off. The latitude remote monitoring system had declared a red alert for a change in ventricular therapy. It was determined that the therapy had not been programmed back on. The patient was brought into the office and therapy was programmed back on. As of today, no adverse patient effects have been reported.